Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore, review of the manufacturing records could not be completed. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the introducer, to consider the potential benefits in relation to the possible complications. The techniques for insertion and the occurrence of complications is well described in the literature. In this case, the patient required a new stick to insert a new guidewire. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use in a patient the introducer was placed in the right internal jugular vein, when blood leakage occurred. It was later communicated that the introducer was exchanged for another one by using a new stick and the procedure was re-started using a new insertion site. The quantity of blood that leaked was less than 1ml. There was no allegation of patient injury. The device was not available for evaluation due to contamination. Patient demographics were unable to be obtained.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.